Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor cpx 4 breast tissue expander with suture tabs 450cc device deflated during an implantation surgery on (B)(6) 2020. The surgery was completed with another mentor cpx 4 breast tissue expander with suture tabs 450cc device. There was no reported delay in the surgery and no reported consequence to the patient. The suspect medical device was discarded after the surgery.